Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose, chapter 4 / page 42: warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes, chapter 11 / page 119: avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes, chapter 11 / page 126: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) in the intensive care unit (ICU). At 8 am they decided to take the patient to the hospital on (B)(6) 2018 because patient¿s blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen) and patient was vomiting. The pod was removed at 10 am and they started using manual injections. Around 3 pm the patient¿s bg levels was 536 mg/dl and that is when the patient was in the hospital and they drew blood and determined blood sugar. The patient¿s blood sugar is 236 mg/dl and patient thinks that it is around 130-150 mg/dl on (B)(6) 2018 (the day after being admitted). Symptoms reported included vomiting and patient stopped vomiting after being connected to intravenous. The day before the hospitalization, the patient¿s ketones was moderate and the morning of the hospital the patient¿s ketones was high and now the patient has traces when the nurse checked. Patient tried to treat high bg levels with 19 units but not all at once from 8 am to 3 pm before going to the hospital, drank water and stated acids were not mixing. The patient was treated with an intravenous fluids, intravenous insulin, and once the patient was below 300 mg/dl they put the patient on a sugar bag and three (3) intravenous at one time. Patient assumed it was novalog.